Manufacturer narrative:
(B) (4) device evaluation by manufacturer: it is indicated the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Event description:
Same case as mfg. # 2134265-2010-01735, 2134265-2010-01736, 2134265-2010-01710, and 2134265-2010-01711.it was reported that post a stenting treatment procedure, in stent restenosis occurred.the 25cm lesion was located in the superficial femoral artery. The original lesion details are unknown. Three wallstents implanted at an unspecified date were found to be 100% restenosed. A thruway .014" 300cm short taper/straight guide wire was advanced to the lesion and unable to "pass through" the distal section of the stenosis. A sterling es 2.5x40mm balloon catheter was advanced on the thruway guide wire and became stuck. The balloon was not inflated. The balloon "prolapsed and kinked." The guide wire and the balloon catheter were removed together. The 3 restenosed wallstents were treated with another of the same guide wire and balloon catheter. No further patient injuries or complications were reported. The patient status is reported as "ok."